Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
During a carotid stenting procedure, after the stent was post-dilated, no blood flow was detected in the vessel on angiographic images. The angioguard distal protection was aspirated and retrieved. The physician states, that plaque-rich debris from the lesion clogged the filter causing no blood flow. The pt suffered a transient ischemic attack (tia). The pt is a male. The target vessel was the carotid artery (side unk). The characteristics of the vessel are unk. The rate of stenosis was 50%. There was a 100% occlusion of the contralateral carotid artery. The lesion was not pre-dilated. The precise stent was successfully placed at the lesion and post-dilated with a 5.5x20mm ussv balloon. After post-dilation, the balloon was removed from the pt an angiogram showed that there was no flow past the position of the angioguard device. An aspiration catheter was used to suction out the debris and the angioguard device was removed. The pt had transient unconsciousness and motor restlessness due to the lack of cross flow. The pt was diagnosed with a tia. Caused by the transient hypoxia due to not enough cross flow. The physician had recognized the pt's risk of low collateral circulation prior to this procedure. The procedure was completed successfully and the pt is in stable condition.